Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('could not see the coils') in a (B)(6) year old female patient who had essure (batch no. 704919,717011) inserted for birth control. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "two coils in right tube." On (B)(6) 2011 and device deployment issue "failed deployment of right coil with 2nd attempt successful placement". The patient's medical history included sepsis. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pain on the right side") and the first episode of swelling ("swelling on the right side"). In (B)(6) 2015, the patient experienced abdominal pain lower ("painful in my pelvic area right about my pubic hair on the right side") and the second episode of swelling ("swelling more than usual"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general),"). Essure treatment was ongoing at the time of the report. At the time of the report, the device dislocation, pelvic pain, abdominal pain lower and the last episode of swelling had not resolved and the genital haemorrhage outcome was unknown. The reporter considered abdominal pain lower, device dislocation, pelvic pain, the first episode of swelling and the second episode of swelling to be unrelated to essure. The reporter considered genital haemorrhage to be related to essure. The reporter commented: discrepancy noted in date(s) of insertion: (B)(6) 2011. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to request for confirmation of quality. Furthermore, device misuse was reported. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 2-apr-2020: pfs received: events added- abnormal bleeding (general). Reporter added, lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device dislocation ('could not see the coils'). In a 21-year-old female patient who had essure (batch no. (704969,717011) not valid), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue, "two coils in right tube" on (B)(6) 2011. And device deployment issue, "failed deployment of right coil with 2nd attempt successful placement". The patient's medical history included: sepsis and vaginal delivery. Concomitant products included: bupropion and ibuprofen. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pain on the right side"), swelling ("swelling on the right side/swelling more than usual"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced abdominal pain lower ("painful in my pelvic area right about my pubic hair on the right side"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, swelling and abdominal pain lower had not resolved. And the genital haemorrhage, heavy menstrual bleeding, vaginal haemorrhage, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, heavy menstrual bleeding, pelvic pain, swelling and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted, in date(s) of insertion: (B)(6) 2011. She had not under gone essure removal. Are you currently planning for essure removal? Failure on right essure coil placement necessitatry. Second attempt, which was successful. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan: on (B)(6) 2011, results: could not see the coils; ultrasound scan vagina: on (B)(6) 2011, total bilateral occlusion; x-ray: on (B)(6) 2011, results: they could see two coils in right tube. The lot number reported (704919) is not valid. These lots numbers#: r-717011, l-704969 are not valid.. Lot number#: 704969, manufacturing date: 2010/01, expiration date: 2013/01; lot number#: 717011, manufacturing date: 2010/02, expiration date: 2013/02. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations, during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 28-apr-2021, no new clinical information received, update to imdrf/FDA codes only. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('could not see the coils') in a 21-year-old female patient who had essure (batch no. 704919-not valid,717011) inserted for birth control. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "two coils in right tube." On (B)(6) 2011 and device deployment issue "failed deployment of right coil with 2nd attempt successful placement". The patient's medical history included sepsis. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pain on the right side"), the first episode of swelling ("swelling on the right side"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal hemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2015, the patient experienced abdominal pain lower ("painful in my pelvic area right about my pubic hair on the right side") and the second episode of swelling ("swelling more than usual"). On an unknown date, the patient experienced genital hemorrhage ("abnormal bleeding (general)"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, abdominal pain lower and the last episode of swelling had not resolved and the genital haemorrhage, menorrhagia and vaginal hemorrhage outcome was unknown. The reporter considered abdominal pain lower, device dislocation, pelvic pain, the first episode of swelling and the second episode of swelling to be unrelated to essure. The reporter considered genital hemorrhage, menorrhagia and vaginal hemorrhage to be related to essure. The reporter commented: discrepancy noted in date(s) of insertion: (B)(6) 2011. She had not under gone essure removal, are you currently planning for essure removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jun-2020: plaintiff fact sheet received. Event "abnormal bleeding (vaginal, menorrhagia) was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('could not see the coils') in a 21-year-old female patient who had essure (batch no. 704919-not valid,717011) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "two coils in right tube." On (B)(6) 2011 and device deployment issue "failed deployment of right coil with 2nd attempt successful placement". The patient's medical history included sepsis. Concomitant products included bupropion and ibuprofen. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pain on the right side"), the first episode of swelling ("swelling on the right side"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced abdominal pain lower ("painful in my pelvic area right about my pubic hair on the right side") and the second episode of swelling ("swelling more than usual"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, abdominal pain lower and the last episode of swelling had not resolved and the genital haemorrhage, menorrhagia, vaginal haemorrhage, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, device dislocation, pelvic pain, the first episode of swelling and the second episode of swelling to be unrelated to essure. The reporter considered dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date(s) of insertion: (B)(6) 2011. She had not under gone essure removal, are you currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-dec-2020: pfs received. Fu 12 and fu 13 were processed together. Event "dyspareunia (painful sexual intercourse)" was added. On 17-dec-2020: pfs received. Fu 12 and fu 13 were processed together. No new information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('could not see the coils') in a 21-year-old female patient who had essure (batch no. 704919-not valid,717011) inserted for birth control. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "two coils in right tube." On (B)(6) 2011 and device deployment issue "failed deployment of right coil with 2nd attempt successful placement". The patient's medical history included sepsis. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pain on the right side") and the first episode of swelling ("swelling on the right side"). In (B)(6) 2015, the patient experienced abdominal pain lower ("painful in my pelvic area right about my pubic hair on the right side") and the second episode of swelling ("swelling more than usual"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general),"). Essure treatment was ongoing at the time of the report. At the time of the report, the device dislocation, pelvic pain, abdominal pain lower and the last episode of swelling had not resolved and the genital haemorrhage outcome was unknown. The reporter considered abdominal pain lower, device dislocation, pelvic pain, the first episode of swelling and the second episode of swelling to be unrelated to essure. The reporter considered genital haemorrhage to be related to essure. The reporter commented: discrepancy noted in date(s) of insertion: (B)(6) 2011 . The lot number reported (704919) is not valid. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to request for confirmation of quality. Furthermore, device misuse was reported. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 30-apr-2020: update of information (batch is invalid). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('could not see the coils') in a 21-year-old female patient who had essure (batch no. 704919-not valid,717011) inserted for birth control. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "two coils in right tube." On (B)(6) 2011 and device deployment issue "failed deployment of right coil with 2nd attempt successful placement". The patient's medical history included sepsis. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pain on the right side") and the first episode of swelling ("swelling on the right side"). In (B)(6) 2015, the patient experienced abdominal pain lower ("painful in my pelvic area right about my pubic hair on the right side") and the second episode of swelling ("swelling more than usual"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general),"). Essure treatment was ongoing at the time of the report. At the time of the report, the device dislocation, pelvic pain, abdominal pain lower and the last episode of swelling had not resolved and the genital haemorrhage outcome was unknown. The reporter considered abdominal pain lower, device dislocation, pelvic pain, the first episode of swelling and the second episode of swelling to be unrelated to essure. The reporter considered genital haemorrhage to be related to essure. The reporter commented: discrepancy noted in date(s) of insertion: (B)(6) 2011 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('could not see the coils') in a 21-year-old female patient who had essure (batch no. 704919-not valid, 717011) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "two coils in right tube." On (B)(6) 2011 and device deployment issue "failed deployment of right coil with 2nd attempt successful placement". The patient's medical history included sepsis. Concomitant products included bupropion and ibuprofen. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pain on the right side"), the first episode of swelling ("swelling on the right side"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced abdominal pain lower ("painful in my pelvic area right about my pubic hair on the right side") and the second episode of swelling ("swelling more than usual"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, abdominal pain lower and the last episode of swelling had not resolved and the genital haemorrhage, menorrhagia, vaginal haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, device dislocation, pelvic pain, the first episode of swelling and the second episode of swelling to be unrelated to essure. The reporter considered dysmenorrhoea, genital haemorrhage, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date(s) of insertion: (B)(6) 2011. She had not under gone essure removal, are you currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2020: pfs received: new event: "dysmenorrhea", severity of event "pelvic pain" lab data, concomitant drug, patient demographic were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('could not see the coils') in a 21-year-old female patient who had essure (batch no. 704969 ,717011) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "two coils in right tube." On (B)(6) 2011 and device deployment issue "failed deployment of right coil with 2nd attempt successful placement". The patient's medical history included sepsis and vaginal delivery. Concomitant products included bupropion and ibuprofen. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pain on the right side"), the first episode of swelling ("swelling on the right side"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced abdominal pain lower ("painful in my pelvic area right about my pubic hair on the right side") and the second episode of swelling ("swelling more than usual"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, abdominal pain lower and the last episode of swelling had not resolved and the genital haemorrhage, menorrhagia, vaginal haemorrhage, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, device dislocation, pelvic pain, the first episode of swelling and the second episode of swelling to be unrelated to essure. The reporter considered dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date(s) of insertion: (B)(6) 2011. She had not under gone essure removal, are you currently planning for essure removal. Failure on right essure coil placement necessitate. Second attempt which was successful. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in (B)(6) 2011: results: could not see the coils. Ultrasound scan vagina - in (B)(6) 2011: total bilateral occlusion. X-ray - in (B)(6) 2011: results: they could see two coils in right tube. These lots numbers r-717011, l-704969 are invalids. Lot number: 704969 manufacturing date: 2010/01 expiration date: 2013/01. Lot number: 717011 manufacturing date: 2010/02 expiration date: 2013/02. Most recent follow-up information incorporated above includes: on 10-feb-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('could not see the coils') in a 21-year-old female patient who had essure (batch no. 704969, 717011) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "two coils in right tube." On (B)(6) 2011 and device deployment issue "failed deployment of right coil with 2nd attempt successful placement". The patient's medical history included sepsis and vaginal delivery. Concomitant products included bupropion and ibuprofen. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pain on the right side"), the first episode of swelling ("swelling on the right side"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced abdominal pain lower ("painful in my pelvic area right about my pubic hair on the right side") and the second episode of swelling ("swelling more than usual"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, abdominal pain lower and the last episode of swelling had not resolved and the genital haemorrhage, menorrhagia, vaginal haemorrhage, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, device dislocation, pelvic pain, the first episode of swelling and the second episode of swelling to be unrelated to essure. The reporter considered dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date(s) of insertion: (B)(6) 2011. She had not under gone essure removal, are you currently planning for essure removal. Failure on right essure coil placement necessitatry. Second attempt which was successful. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in (B)(6) 2011: results: could not see the coils. Ultrasound scan vagina - in (B)(6) 2011: total bilateral occlusion. X-ray - in (B)(6) 2011: results: they could see two coils in right tube. The lot number reported (704919) is invalid these lots numbers r-717011, l-704969 are invalids. Lot number: 704969 manufacturing date: 2010/01 expiration date: 2013/01. Lot number: 717011 manufacturing date: 2010/02 expiration date: 2013/02. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 22-feb-2021: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('could not see the coils') in a 21-year-old female patient who had essure (batch no. R-717011, l-704969) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "two coils in right tube." On (B)(6) 2011 and device deployment issue "failed deployment of right coil with 2nd attempt successful placement". The patient's medical history included sepsis and vaginal delivery. Concomitant products included bupropion and ibuprofen. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pain on the right side"), the first episode of swelling ("swelling on the right side"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced abdominal pain lower ("painful in my pelvic area right about my pubic hair on the right side") and the second episode of swelling ("swelling more than usual"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, abdominal pain lower and the last episode of swelling had not resolved and the genital haemorrhage, menorrhagia, vaginal haemorrhage, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, device dislocation, pelvic pain, the first episode of swelling and the second episode of swelling to be unrelated to essure. The reporter considered dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date(s) of insertion: (B)(6) 2011. She had not under gone essure removal, are you currently planning for essure removal. Failure on right essure coil placement necessitatry. Second attempt which was successful ( diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in (B)(6) 2011: results: could not see the coils. Ultrasound scan vagina - in (B)(6) 2011: total bilateral occlusion. X-ray - in (B)(6) 2011: results: they could see two coils in right tube. Lot number: 704919-inv, exp date: feb-2013. Most recent follow-up information incorporated above includes: on 4-feb-2021: mr received: lot number, product expiration date were added. Reporters added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.